Manufacturer narrative:
9/9/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The device was used during a herniorrhaphy procedure. Reportedly, the jaw of the tip when the surgeon was unloading the cartridge. The surgeon applied another device without pt injury.